Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). Device evaluation: product is not available for investigation, the lens remains implanted. As the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. The original device is not available to make a proper evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that clearly visible groves of moderate strength on the optic of the lens could be seen during implantation. No explant is planned and no impact on patient vision has been reported. Additional information received states no interventions are planned, outcome is good and no reports of halos or other visual issues. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.